Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No devices or photos were received; therefore, the condition of the components is unknown. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -devices are used for treatment. - the reported products were reviewed for compatibility with no issues noted. - medical records were not provided. - root cause cannot be determined. - complaint cannot be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported by legal that a patient was revised eleven years, five months post implantation due to pain, swelling, and difficulty ambulating. During the revision, tibial and femoral loosening with femoral osteolysis was reported. All components were revised to competitor product. No further information has been provided at this time.

Manufacturer narrative:
(B)(4). D10: additional associated products. 00598603701 nexgen stemmed nonaugmentable tibial cr/ps/lps size 3 lot# 62332544. 00596403210 articular surface size ef 10 mm lot# 62271992. 00597206532 all poly petella std cemented size 32mm dia 8.5mm lot# 61771579. G2: (B)(6). H6: suggested code (annex g)- mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.